Event description:
Boston scientific crm received information that this attempted atrial lead exhibited impedances of 1800-2000 ohms and high thresholds with the helix only partially extended. Appropriate impedance measurements were noted once the helix was fully extended. When connected to the device, the lead then exhibited oversensing via the programmer electrograms. Visual inspection of the device and lead revealed no anomalies. The lead was then removed and successfully replaced by another lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, functional testing found the helix mechanism would not extend or retract due to the presence of dried blood. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and electrically continuous.